Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on keypad traces. Insulin pump received with normal operating currents. No unexpected failed battery test alarm noted. Scratched display window, cracked display window corners, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
It was reported that the insulin pump has unresponsive buttons. Blood glucose reading was 66 mg/dl. The reporter changed batteries and received a failed battery alarm. The buttons on the insulin pump started responding during the call and the customer believes that the issue was caused by the battery cap connection. The insulin pump was dropped and has a crack at the top of the battery compartment. Advised that the insulin pump will be replaced. Nothing further reported.